Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in (B)(6) 2018, patient states when they got to the healthcare professional (hcp) office the left side programmer was not working. Patient states the hcp office got it to work while there. Patient then reported the stimulation was set to high and they were able to decrease it on the way home. Today, patient was trying to use the programmer to adjust the stimulation however was getting poor communication both with and without antenna, and that previously they were getting the see your dr code unknown. They mentioned they replaced the programmer batteries. Additional information was received from a consumer. The patient reported that they received 2 replacement patient programmers (one for the right-side implant and one for their left side implant). The right side was working fine (please refer to related pe for right side pp event) however the patient programmer for the left side was still not communicating with or without the antenna. During call, patient swapped the patient programmers with their implanted inss and confirmed that the patient programmers were working properly and communicating fine with the right-side implant but not with the left side implant. Patient confirmed using the replacement patient programmers. It was recommended that patient follow up and work with their hcp on communicating with their left side implant. Patient noted they had a follow up appointment with their hcp at the end of april. No further complications were reported.